Event description:
Study. Same case as MFR report #: 2134265-2009-05273. It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with in stent restenosis. The index procedure treated two lesions. The first being a de novo, type b2, 90% stenosed 3.5x24mm target lesion located in the proximal right coronary artery (rca). Treatment consisted of predilation with an unspecified 3.5x15mm balloon inflated to 22 atmospheres (atms) and the placement of a 3.5x24mm taxus express2 study stent deployed at 12 atms. Post dilation was performed with an unspecified 4.0x15mm balloon inflated to 22 atms. The second lesion was a de novo, type b2 90% stenosed, 3.5x16mm lesion located in the mid rca. Treatment consisted of pre dilation with an unspecified 3.5x15mm balloon inflated to 22 atmospheres (atms) and the placement of an overlapping 3.5x16mm taxus express2 study stent deployed at 12 atms. Post dilation was performed with an unspecified 4.0x15mm balloon inflated to 22 atms. Ivus was performed confirming the tents were well apposed, resulting in 0% residual stenosis. The pt was discharged 3 days later on bayaspirin, plavix and pletaal. A 9000u of heparin were used. No angina was confirmed at the 1, 6 & 9 month follow up visits. Restenosis was confirmed by angiogram at a follow up visit in 2009. An attempted reintervention was performed, but there was a crossing difficulty with an unspecified guidewire. Medication treatment was continued. The pt was discharged 2 days post the attempted reintervention procedure, and further monitoring of the pt's condition is being performed by the physician. A 3000u of heparin were administered.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.